Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ syringe was missing the expiration date. The following information was provided by the initial reporter: it was reported several boxes of product with missing expiration date. Verbatim: caller reported several boxes of product with missing expiration date. Caller stated college pharmacy department uses bd syringes in learning exercises. Caller stated product was recently found in storage & has not yet been used. Caller inquired about shelf-life of product; advised bd syringes have a 5 year post manufacturing date shelf life. Caller inquired about determining expiration date. Advised caller expiration can be determined based on lot # & copyright date. Caller stated she did not have time to give product information; stated she would follow-up with additional information in an email.